Manufacturer narrative:
(B)(4). It was reported that calcification was noted in a common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other two proglide devices are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement with two proglide devices were achieved in a mildly calcified common femoral artery (cfa) using the preclose technique prior to a transcatheter aortic valve replacement (tavr) procedure. The arteriotomy was 6fr and the sheath was upsized to a 14fr. The tavr procedure was completed. Reportedly, the knots of the two pre-placed proglide devices were advanced; however, bleeding continued. A third proglide device was used, but the knot could not be advanced. A cut-down procedure was performed and the vessel surgically closed. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.